Manufacturer narrative:
Manufacturer ref. No.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported device "will not turn on with new or old battery", clarified as powered off and then on without user input. The evaluation found the unit to recognize a known good battery, however when handled would intermittently power off and on. The reported symptom was confirmed by the presence of "improper shutdown" found during a review of the event history log. A failing back flex was determined to be the cause. The rear case was replaced.

Event description:
It was reported that a spectrum pump "will not turn on with old or new battery", which was clarified during baxter's evaluation as powing off and then on without user input. It was also reported there was no patient injury.